Event description:
Pt had appt for second trial of iontophoresis. Pt did not notice any burning sensation during the procedure. When electrode was removed later in the day, a small black area under the electrode was noted. Pt was seen the next day was diagnosed with a 0.5 cm circular burn. This was consistent with an electrical burn. FDA safety report ID# (B)(4).